Manufacturer narrative:
H10 h6 the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl repair surgery the adjustable loop button suture hammock bunched up under the button and then started to fray. The procedure was successfully completed using a back-up device. A delay greater than 30 minutes were reported. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.